Event description:
It was reported the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. It was further reported the wavelet withheld therapy appropriately and then the high rate time out function occurred which stopped the wavelet withholding and the rhythm was treated. The supra ventricular tachycardia (svt) parameter limits was adjusted and the device remains in use. No further patient complications have been reported as a result of this event.